Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: any information from the event date in the pump¿s history was overwritten due to continued use of the pump. The history showed no evidence of loss of prime warnings or any use outside of normal activities. The total daily doses added up correctly and revealed the user¿s programmed basal rates. The pump powered on normally and went to the verify screen. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or moisture was found on the internal circuit board.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that she received loss of prime warnings. She mentioned that she had blood glucose (bg) at 8:30am was 600mg/dl with no symptoms. The patient treated with 4.5 units bolus via the pump. The patient checked the bg at 11:30am was hi so she bolused another 8 units using the pump. The patient stated that last week she was in the emergency room with high bg's and was put on doxycycline for an infected cyst under the arm. Troubleshooting with customer support (cs) indicated that her bg remained hi and she gave herself 10 units via syringe. Troubleshooting indicated that the patient had a site issue with the site possibly not being all the way. Troubleshooting also indicated that the patient was not priming tubing until receiving 5 drops. The patient was also changing supplies every four days instead of the recommended three days. Cs concluded that the patient was not following instructions for use and prime steps properly. Since setting up new supplies, priming properly and the administered syringe the patients bg's were decreased to 375mg/dl. This report is being made because the use of an insulin pump and use error contributed to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Reason for the adverse event has been attributed to use error.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2013 device evaluation: a reserved sample from the same cartridge lot number b201737 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test, and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.